Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3 cc limited volume syringe was returned for evaluation. There was no visible damage observed on the returned components. The balloon inflated clear and concentric with 1.3cc air and remained inflated for 5 minutes without leakage. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no open, intermittent or short conditions observed. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed with the unaided eyes. The customer report of pacing difficulty could not be confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that "it was unable to pace on the first day of use." There were no patient complications reported.